Event description:
On (B)(6) 2010, while using my resmed s9 autoset CPAP machine with h5i humidifier and "climateline" hose, I was awakened by the sound of "popping" and hissing" and was unable to breathe. I removed my mask, turned on the light, shut down the flow generator and inspected the "climateline" tubing. This tubing -hose- is 1 month old and had spontaneously torn apart. Dates of use: (B)(6) 2010. Diagnosis or reason for use: severe obstructive sleep apnea.